Manufacturer narrative:
(B)(4). 6 additional information: please explain what is meant by, patient side was intact. A second device was used to re-staple over the partial staple line. "Patient side was intact" meaning "b's were formed and the staple line was intact on the patient side. (See comment above). Same device was used with a different blue (ecr60b) reload to complete the sleeve. On which firing did the event occur? 4th or 5th. Surgeon used to create the sleeve in order: 2 green reloads (ecr60g); 1 or 2 gold reloads (ecr60d). On next firing (4th or 5th) is when the product malfunctioned. That reload was a blue ecr60b the last firing after instrument malfunctioned was blue ecr60b. Same device. If this was not the initial firing, what color cartridges were used before and after the event? Please read above. Was buttressing material used? If buttressing material was used, was it used on one side or both sides? Yes, seamguard buttressing was used on both anvil and cartridge side as indicated for use. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy, the device partially misfired on the specimen side. The patient side was intact. A second device was used to re-staple over the partial staple line. A leak test was done and was negative. The color cartridge that was used was blue. The number of firing is unknown. It is unknown if buttressing material was used. No photos available. The patient is a morbidly obese male, bmi is unknown. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device fully cut and partially staple (incomplete staple line)? Did the device start to deploy staples and cut but could not be completed (partial fire)? 4-5th firing the surgeon first heard the gears working but did not sound as smooth as it usually does. It then made a "click-click" sound at end of stapler (distal tip). The blade then retracted back to starting position. The left side staple line (patient side) was complete. The right side staple line (specimen side) was incomplete and specimen had hole (opening). Could not confirm if staples were placed but not formed. There were a few opened (un-formed) staples on (not in) surrounding tissue. There didn't seem to be any staples through tissue at the opening of the specimen.